Manufacturer narrative:
The sample was lithium heparin plasma and was centrifuged for 6 minutes. The centrifugation speed was not provided. Level 3 tsh qc had been out of range high. Service was dispatched for this event on (B)(6) 2011. The field service engineer (fse) performed a preventive maintenance. The fse performed qc and all results were within the assay specifications. The fse did not note any hardware issues which would have contributed to this event. No definitive root cause for this event has been determined to date.

Event description:
A customer contacted beckman coulter inc (bci) in regards to an elevated thyroid stimulating hormone (htsh) result above the normal reference range generated by access 2 immunoassay analyzer for one patient. The result was reported out of the laboratory. Subsequent testing produced a lower result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.